Event description:
It was reported that a dexcom g7 sensor did not connect to the user¿s ilet pump after the user attempted to pair on their own, and support guided the user to re-enter the sensor pairing code on the pump and allow time for pairing, indicating an incorrect or incomplete pairing procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper pairing procedure; a specific component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.